Event description:
Used icy hot heat therapy- air activated patch- for muscle strain. I just started physical therapy and will receive treatment 3x per week. Last friday, I used a patch and it burned/blistered the skin on my shoulder and base of neck. I showed this to the physical therapist saturday morning at my appointment. He had to work around this injury, and examined it thoroughly and told me one more spot was going to blister. I am now not able to receive treatment -during physical therapy- on the places where I have the blisters/burns. One burn/blister has closed and the other is still an open wound. Dates of use: 2008. Diagnosis or reason for use: muscle strain....currently in physical therapy.